Event description:
Two cna's were transferring a patient from the wheelchair to the bed when the patient "lunged" to the left and fell to the floor. The strap on the sling allegedly split and upon further investigation, they noticed that 2 straps split and the 3rd is fraying on the sling.